Event description:
Per the clinic, the patient developed an infection and was treated with oral antibiotics (date and duration not reported). The patient underwent a revision surgery on (B)(6) 2021, to revise the skin and re-position the device. Clinical management is ongoing. The implanted device remains.